Event description:
It was reported that the patient was not getting an adequate pain relief. It was also noted that the ipg was nonfunctional. The patient underwent a device explant procedure. The explanted ipg and linear leads were not released by the hospital and will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).